Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed. And the (B)(4) registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that an unspecified bd insulin syringe was able to draw medication but would not allow consumer to inject insulin. Consumer believes the plunger rod was broken or stuck. There was no report of injury or medical interventions.